Manufacturer narrative:
The main component of the system and other applicable components are: concomitant medical products: product ID: 8840, product type: programmer, physician. Product ID: 8596sc, serial# (B)(4), implanted: (B)(6) 2016, product type: catheter. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional via a manufacturing representative regarding a patient who was receiving clonidine (concentration 180 mcg/ml, dose 12 mcg/day), baclofen (concentration 275 mcg/ml, dose 18.3 mcg/day) and dilaudid (concentration 15 mg/ml, dose 1 mg/day) via an implantable pump for non malignant pain and chronic low back pain. During pump replacement and catheter revision, a back table prime was performed before the catheter was hooked up to the new pump, but the drug in the catheter was different than the drug in the pump. After they hooked up the pump and catheter, the catheter could not be aspirated from the catheter access port (cap) when attempted. The doctor felt comfortable with this and wanted to consider the catheter to still be full of old drug. Following the catheter revision and pump replacement, the patient would be monitored for symptoms for several hours at the surgery center then would be going home. The cause of inability to aspirate cap with new catheter connection was not determined. A priming bolus programming error occurred. The pump had already been updated with the new dose/conc, even though they had not accounted for the old drug that still remained in the catheter. It was reviewed that a partial bridge would be performed to account for the old drug that remained in the catheter and since the physician wanted to consider the catheter full of old drug, they used the full catheter volume for calculations. The total catheter volume was 0.271. Partial bridge calculation was 0.271x15 mg/ml = 4.065 mg/1 mg/day = 4.065 x 24= 97 hours and 33 mins. This was entered into the programmer to address that the pump was still dispensing the old drug and the rate would be 1 mg/day as desired. The pump had just been updated minutes after the manufacturing representative called but they worked to get the calculation confirmed with a colleague and new setting entered into programmer right away. It was noted that programming the partial bridge would resolve the flow rate difference while old drug is dispensed. It was reviewed that mixing would occur especially with the new portion of the catheter that was added. There were no symptoms reported due to the programming error. The new drug information was clonidine (concentration 60 mcg/ml, dose 12 mcg/day), baclofen (concentration 92 mcg/ml, dose 18.4 mcg/day) and dilaudid (concentration 5 mg/ml, dose 1 mg/day).

Manufacturer narrative:
Additional review determined that the device code also applies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.